Manufacturer narrative:
Concomitant medical devices: 5076-52 lead, implanted: (B)(6) 2004.

Event description:
It was reported that the patient received inappropriate therapy from the right ventricular (rv) lead due to a fracture. The lead was removed and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.